Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire an (B)(4) value during a patient event. The involved patient died, but the customer has stated that the device behavior did not impact the patient outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that they were unable to acquire an (B)(4) value during a patient event. The involved patient died, but the customer has stated that the device behavior did not impact the patient outcome.